Event description:
Dr. Rathore attempted the mongo 14 through a corsair multiple times into the rca. Once he determined that we were not going to cross he engaged the svg. There was zero flow in the rca graph and 100% occluded. Physician attempted to probe mongo in to the svg and after two minutes the distal tip broke into the svg lesion.